Event description:
It was reported that the insulin pump did not alarm no delivery. Customer is running high. The blood glucose readings have been in the 400 range. Customer would treat with manual injection, the blood glucose reading would decrease to 39 to 40 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.